Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2019 at 09:00pm he obtained a result of ¿237mg/dl¿ on the subject meter which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2019 at 09:00pm, before the issue occurred, he had developed symptoms of ¿weak and lightheaded¿ and on (B)(6) 2019 at 11:00pm he visited an emergency room (ER), where he had his blood glucose tested on a doctor¿s meter which gave a result of ¿57mg/dl¿ and he received treatment with ¿IV medication¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.